Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode developed ventricular tachycardia (vt). The rhythm was sensed one to one by the device, however, was labeled with "s" markers in the discrimination zone resulting in a 62.5 second delay in therapy. The device eventually detected the vt and shock therapy was delivered and converted the rhythm. No adverse patient effects were reported. This product remains in service.